Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Additionally, it was reported that the pump was "not working properly". Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.